Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced adhesive issues with six infusion sets on 24-june-2024. Patient reported that tape was not sticking no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR .- device 2 of 6 e1: patient city: (B)(6).